Manufacturer narrative:
The customer provided three handpiece serial numbers. However, they were unable to identify which handpiece was ultimately used to complete the case or which one may have had an issue. Additional, related information was requested but was not provided by the customer. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The company service representative examined the system and was not able to replicate the reported event of there being no aspiration. The company service representative also tested the handpieces at the site and found no issues. The system was then tested and met all product specifications. The system was manufactured on october 29, 2005. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was manufactured on february 6, 2009. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was manufactured on june 9, 2011. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was manufactured on april 26, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported events cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the phacoemulsification handpiece did not aspirate. A patient experienced a thermal burn. Priming of the handpiece was successful. The handpiece was replaced, but the same issue occurred. The system was switched out and a third phaco handpiece was used to complete the case.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon indicating the case was the first of the day. There was no perfusion abnormalities when the event occurred. After surgery, the patient did not have any visual problems.